Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted, and 315 samples were taken from the current production (5-10316 et tube, hvt, 8.0 lot # 2963650) at the manufacturing facility and the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present. The issue reported " leak - device leak - cuff" was not observed as all samples were still fully inflated. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported issues with cuff leaking during use requiring reintubation. It was reported ett tubes had to be exchanged due to high pressure ventilator settings and prone positioning used with covid patients. No patient injury or desaturation reported. Patient condition reported to be fine.